Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
While wiring a 99% stenosed, highly calcified lesion which extended from the posterior tibial artery to the lateral plantar artery, the tip of the peripheral viperwire guide wire was placed as distal as possible. Orbital atherectomy was performed, however the wire position was not distal enough to allow for full treatment of the lesion. The physician used aggressive wiring technique to advance the wire further, until the tip of the wire became visibly deformed under fluoroscopy. When the wire was retracted, the tip was noted to be detached. Multiple attempts were made to retrieve the wire fragment using a snare, filter and a balloon, however all were unsuccessful and the fragment remained in the patient. The patient was doing well following the procedure.